Manufacturer narrative:
The customer complaint of smoke observed on the device was confirmed. Visual inspection revealed the male iui to have thermal damage on pins 12, 13, 14 and 15. The female iui was observed to have dried fluid ingress. The female iui inlet on the rear case, adjacent to the damaged iui pins, also had signs of thermal damage and dried fluid ingress. Fluid ingress was also observed under the membrane frame in the bottom area. Internal inspection of the device revealed dried fluid ingress at the bottom area of the rear case and on the bezel. During continuity testing it was found that the pump module male iui pins 13 and 14 were short circuiting. The proximate cause of the smoke and iui thermal damage was identified as fluid contamination. The root cause of the fluid contamination could not be identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was smoking "on the side", exact location unspecified, and a thermally damaged right iui was found. The customer reported that there was no patient involvement. No event details are available; there is no report of any harm or medical intervention.